Event description:
It was reported that the l-arm on the 9600 system would not rotate during a case. The procedure was completed without incident. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The dowel pin was replaced during the svc call. The system was tested, and found to working as intended, and put back into svc.